Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted. Additional info has been requested, but not yet received.

Manufacturer narrative:
Date of initial report sent: 11/05/2009. MDR ref #: 9615742-2009-00090 (avaulta posterior biosynthetic support system). Bard MDR reference #: 1018233-2009-00123. Note: this report corresponds with bard's report # for an "avaulta anterior system,".